Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported low flow alarms, bradyarrhythmia, and patient outcome, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) could not conclusively be determined through this evaluation. Additionally, the low flow alarms could not be confirmed as no log files were submitted for review. No autopsy was performed, and (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Death is also listed as an adverse event. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook,, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient was unresponsive at home. Vad (ventricular assist device) attached and alarming low flow. Patient was brought to the ed (emergency department) but was unable to be resuscitated. The date of incident of death is (B)(6) 2021. No autopsy was performed. Additional information stated that patient was found unresponsive in bathroom and was transferred first to local ER (emergency room) in refractory shock, severe hypotension and bradyarrhythmia and facility for further evaluation. Patient was intubated, unresponsive,and without detectable pulse. Patient received resuscitation and was in cardiac standstill on an echo (echocardiogram). Resuscitative efforts were stopped. The lvad team did have conversations with patient few days prior to this incident, and had no complaints. Family reported at time of incident, that patient had been feeling tired a week prior. The death was not considered to be device related. The device operated as expected. The device was not returned for evaluation.